Event description:
Pt reported a corneal ulcer in left eye. Pt had visited an eye clinic due to blurred vision and was diagnosed with a corneal ulcer and hypopyon. The clinic referred pt to hospital where a central bacterial corneal ulcer was diagnosed. Pt was treated with cravit ophthalmic solution, bestron ophthalmic solution and tarivid ointment. On the same day, the pt was hospitalized. Vision was manual valve (mm). Antibiotic infusion was administered from (B)(6), 2011. Pt was discharged from the hospital after condition improved. The duration of hospital stay was about one month. At discharge, the pt's vision after correction, was 0.7 and pt was prescribed cravit, riftamycin, tarivid, and mydrin-p opthalmic solution. According to the eye clinic, the pt had followed up at the hospital but no further treatment was given. Pt had follow up visits at the clinic and continued treatment with cravit and riftamycin solutions. The naked vision of left was 0.1 and the vision after correction was 0.3. Pt has not since visited the eye clinic. There is no permanent decrease in visual acuity. According to the pt, condition has not resolve and is still under treatment.

Manufacturer narrative:
The product was not returned for evaluation and the lot number info is not known. Cause of the event is unk. Based on all info, no causal factors can be determined and no conclusion can be drawn.